Event description:
A malfunction alarm identified as malf 9 was reported, and it was noted that no notable events occurred prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump, and the issue was resolved without recurrence of the malfunction code. The customer was advised to continue using the pump and to call back if the issue occurs again.